Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, a coagulation of blood and/or contrast on the guide wire in addition to damages noted to the absolute pro device resulted in the reported difficult to remove the absolute pro device from the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro device referenced filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery that is less than 50% stenosed. The 6.0x80mm absolute pro self-expanding stent system (sess) was advancing over a supracore guide wire; however, resistance was noted between the devices before it entered the sheath valve outside the patient. The sess was retracted back about 10 centimeters to wet the wire with a wet raytec gauze and re-attempted to advance, but resistance was still noted. Therefore, the sess was attempted to be removed forcefully; however, the stent ended up fully deploying outside the patient on the guidewire during the attempt to remove the sess separately. Both devices were removed as one unit and a new supracore guide wire and new absolute pro stent was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.